Event description:
Caller reported a malfunction on pump, identified as malfunction code malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.